Event description:
Litigation papers allege in the years following his surgery, patient suffered from discomfort and pain in his hip, groin, and leg. It became increasingly painful for him to walk, to move his leg, and to rise from a seated position. Update: (B)(6) 2012 - plaintiffs preliminary disclosure form was received, which identified (part/lot) information, doi, and dor. The complaint and associated mdrs were updated. There 64) 2008 - dor: (B)(6) 2011.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 06/18/2014 - medical records received. Patient revised to address acetabular loosening and soft tissue swelling. Upon revision, inflamed tissue and chronic inflammation were noted. The information received does not change the MDR decision. This complaint was updated on: 07/15/2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.